Manufacturer narrative:
Initial.

Event description:
It was reported that a person using the ilet experienced hyperglycemia with a highest cgm reading of 377 mg/dl for approximately seven hours while using a contact detach infusion set and a freestyle libre 3+ cgm, with the cause unclear and suspected by the user to be related to an unspecified medication administered at a medical office. Symptoms included elevated blood glucose. Outcomes included user troubleshooting and education with no device alerts or alarms reported. Investigation included case intake, review of available device use information, and user-reported troubleshooting. Investigation of this case revealed no device malfunction or alarm behavior and no evidence of a device component failure. It was concluded, based on previously established findings for similar reports, that the cause was unknown. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.